Event description:
Device #1 of 2: reference MFR. Report: 3006705815-2017-01415. Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the 2 leads were removed and replaced with a penta lead.

Event description:
Device #1 of 2: reference MFR. Report: 3006705815-2017-01415. Follow up information identified the patient is receiving effective stimulation postoperatively.

Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #1 of 2: reference MFR. Report: 3006705815-2017-01414. The patient is implanted with two leads and manufacturer is unable to determine which lead is liable thus both leads are reported. It was reported the ipg was unable to be placed into MRI mode due to high impedances on the leads. X-rays were taken and showed a kink in one of the leads. Surgical intervention may be pending to address this issue.